Event description:
The patient's caregiver reported trying the new tubing and the medication did not come out. She replaced with old tubing and it worked fine. Caregiver believes new tubing mist be defective. Not able to use the medication with new tubing canister, but they still have part from another machine to use for now until replacement comes in. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md (doctor) is aware. Indication: chronic obstructive pulmonary disease, unspecified. No additional information was reported. Reported to (B)(6) by: patient/caregiver.